Event description:
An account stated that this bed would not go into reverse trendelenburg.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician adjusted the trend switch in order to resolve the problem.